Event description:
It was reported the patient experienced chest tightness and unable to lie down flat with a polyflux 140h set. The event occurred five (5) minutes into hemodialysis therapy. The patient was treated with 5mg intravenous dexamethasone and oxygen. A cardiac event monitor was placed on the patient. The patient¿s symptoms subsided, and treatment was resumed with a new set. No additional information is available.

Manufacturer narrative:
H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information has been added to h6 and h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.